Manufacturer narrative:
Tracking #.49472. Date sent: 11/23/1998. D6.proximate linear stapler: the instrument was rec'd in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples without incident. The batch history records for the instrument and cartridge were reviewed with no anomalies noted for missing staples during mfg. It should be noted that a 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment.

Event description:
It was reported the device was used during a bowel resection. It was reported the tl60 was fired and no staples were present. A second tl60 was opened and fired and it was fine. This was used to top off a functional end-to-end anastomosis. The surgeon asked for the device to be saved, but it cannot be located at this time. There was no consequence to the pt.